Manufacturer narrative:
The subject device had not been returned to olympus medical systems corp. But was returned to olympus europa (B)(4). In the additional test, the testing indicated no microbial growth for the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the subject device tested positive for unspecified bacteria during routine surveillance culturing test by the facility. The number of the microbes and the portion of the subject device, where the microbes were detected, were not reported. The facility reported that there was a hole in the biopsy channel of the subject device and was leaking. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result of the subject device. The device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history(DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.